Manufacturer narrative:
(B) (4). Device #1 part#12673-05, lot#83020-6h indicated is being filed under medwatch MFR number 2953144-2010-00180. The device was received. Investigation is not completed.

Event description:
Device malfunction: device #2 suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was withdrawn, there was no suture attached to the needle. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.